Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was decreasing. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced abdominal muscular contraction during pacing. It was also reported that approximately two weeks post implant the pacing lead dislodged and exhibited a decrease in impedance and an increase in pacing thresholds. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that patient experienced syncope and perforation was confirmed via echocardiogram. The pacing lead exhibited an increase pacing thresholds. The lead will be explanted.